Manufacturer narrative:
(B)(4). Batch # n55z4p. The analysis results showed that the cs40b device was received in good visual conditions and with a reload loaded in the device. The reload was received void of staples, with the washer uncut, with the drivers exposed and with the knife recess below the reload deck. The reload was not properly loaded in the device, as the retaining pin was not connected to the coupler and pushrod. These facts indicate that the reload was removed and reinserted incorrectly and/or incompletely after the retainer was removed. The returned reload was pulled out of the device and placed back on; the device opened and closed without any difficulties. No functional test could be performed due to the condition of the device. It should be noted that if the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for the complete guide loading and reloading the instrument. Event could not be confirmed as the retaining pin worked as intended. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a lower anterior resection the stapler misfired. Staples were deployed but did not form a b shape. This was on the first firing of the device. It is unknown if the staple line was complete. The device did cut but it is unknown if it was irregular. A second like device was used to complete the procedure with no patient consequences reported.